Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 11, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. The customer provided photograph was evaluated by a subject matter expert. The photograph displayed an implanted lens with a tear in the optic body. A root cause for the complaint event could not be determined from a photograph assessment. No iol was received as part of this return. Visual inspection under magnification of the handpiece revealed that it was received with viscoelastic residue inside of the cartridge. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue were identified. The reported issue of cosmetic issues could not be confirmed. However, the observed issue of iol torn is similar to the complaint issue. The observed issue could not be confirmed to be related to the manufacturing or design process. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was observed on the intraocular lens (iol) during implantation. The lens was fully inserted and no medical interventions were required or planned. The iol remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU (B)(4).(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.